Manufacturer narrative:
D9 - device available for evaluation: no. The reported complaint of a defective spiros could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding spinning spiros closed male luer, red cap where it was reported that the spiros were defective. Patient involvement and patient harm are unknown.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 mar 2026 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.